Event description:
It was reported that during an intracept procedure, a small piece of the curved cannula peek came off when the physician wheeled the j-stylet back up in the curved cannula. The same issue also occurred with a second j-stylet from the same kit. It was noted that the sheared peek was left inside the patient. It is unknown if the device fragment was contained inside or outside the bone, as the sheared peek was not visible on the x-ray. It was also noted that the physician encountered hard bone during the procedure and the curved cannula peek became rigid and torn after one level. A new intracept kit was opened and there were no issues with the new curved cannulas that were used. The procedure was completed as scheduled and there were no patient complications. All devices were disposed of by the medical facility and will not be returned for device analysis.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of sheared peek - distal tip was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The curved cannula has not been returned. As such, physical analysis has not been conducted in our laboratory. However, a device history record review was conducted. This review revealed no additional information related to the complaint and the reported event could not be confirmed.

Event description:
It was reported that during an intracept procedure, a small piece of the curved cannula peek came off when the physician wheeled the j-stylet back up in the curved cannula. The same issue also occurred with a second j-stylet from the same kit. It was noted that the sheared peek was left inside the patient. It is unknown if the device fragment was contained inside or outside the bone, as the sheared peek was not visible on the x-ray. It was also noted that the physician encountered hard bone during the procedure and the curved cannula peek became rigid and torn after one level. A new intracept kit was opened and there were no issues with the new curved cannulas that were used. The procedure was completed as scheduled and there were no patient complications. All devices were disposed of by the medical facility and will not be returned for device analysis.